Event description:
A surgeon reported difficulty delivering the intraocular lens (iol) through the cartridge. The lens seemed to get stuck and a capsular bag rupture occurred. As a result the intraocular lens was placed in the sulcus. The patient's outcome was reported as fine. The surgeon identified two possible contributing factors (the diameter of the cartridge and possible damage on the end of the cartridge). The actual cause remains unknown.

Event description:
The surgeon provided additional info indicating she felt the problems with the cartirdge resulted in bent/broken haptics. She feels the bent/broken haptics caused the capsular bag tear.